Event description:
While running a hepatitis core assay, the summit sample handler serial number 2142, failed to pipette sample and/or reagent into well positions a9-a12, and failed to pipette diluent in position b12. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to co's systems complaint number 97-01364-03.